Event description:
It was reported that there was spark in the generator cabinet. Device was in clinical use. There was no harm to the patient or user.

Manufacturer narrative:
This complaint still under investigation

Event description:
It was reported that there was spark in the generator cabinet. Device was in clinical use. There was no harm to the patient or user.

Manufacturer narrative:
Reference ID: (B)(4). The buckydiagnost system by philips is a versatile and scalable solution for cassette-based radiography. It is designed to enhance workflow efficiency and ensure high-quality imaging. The system features a counter-balanced unit for smooth and safe operation, and its height can be adjusted from 370 to 1900mm above the floor to accommodate various patient needs. Additionally, the vt2 version offers a tiltable unit for more flexible positioning. The front panel includes flat locking rails to secure the cassette in place, ensuring precise and reliable imaging. This makes the buckydiagnost an ideal choice for medical facilities aiming to improve their radiography services. Philips received a complaint on bucky diagnost indicating that spark in the generator cabinet. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed analysis and concluded that found smoke coming from the system. The smoke was caused by burned-out capacitors on the generator control boards z119 and z130. The fse replaced the z119 board, kit pcb kv-control including service kit unit ma control. After these replacements, the system was successfully adapted and found to be functioning properly. Based on the information available and the testing conducted, the cause of the reported problem was capacitors burnt out. The reported problem was confirmed by the customer.